Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic after receiving an inappropriate shock. Imaging revealed that the right ventricular lead was dislodged. During the lead repositioning, the helix could not extend. The lead was explanted and replaced successfully. The patient is stable following the procedure.

Manufacturer narrative:
Additional information: the reported event of a helix issue was confirmed while the reported event of inappropriate shock was not confirmed. The lead was returned in one pieced, retracted and clogged with blood. The lead was examined under an x-ray revealing the inner coil to be severely over-torqued. Electrical testing found shorting between conductors due to the over-torqued inner coil. The cause of the helix issue was found to be blood within the helix region and the severely over-torqued inner coil. Any other damage found was sustained during the surgical procedure.